Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 that the patient experienced receiving an early sensor expiration notice. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. The log was downloaded and but could not be reviewed as there was no data present in the log. Confirmation of the allegation and probable cause could not be determined via product. No injury or medical intervention was reported.